Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va04v0n, product type: lead. Patient codes (B)(4) pertains to ipg ((B)(4) ) patient code (B)(4) pertains to tined lead ((B)(4) ) device code (B)(4) pertain to ipg ((B)(4)) device codes (B)(4) pertain to tined lead ((B)(4) ) device code (B)(4) pertains to tined lead ((B)(4)) and ipg ((B)(4)) evaluation code pertains to tined lead ((B)(4)) and ipg ((B)(4)).

Event description:
Additional information from a healthcare professional (hcp) reported the patient had a visit on (B)(6) 2016 and the device was interrogated for interstim due to failure warning. The hcp noted that the patient had urinary incontinence that was not as improved as before, and not noted the fecal incontinence is much improved. The hcp stated the a manufacturer representative (rep) stated the cause of the device not working was the device was interrogated and had impedances above 4000 ohms, non programmable. It was noted a new lead will be needed as the lead is fractured and non functionable. The hcp stated the issue has not been resolved, the patient and the patient's daughter were seen on (B)(6) 2015 and she had merfon she had a lot going on and she was traveling to wyoming. The patient's daughter was going to follow up with the hcp. The hcp noted there has not been a call as of the day of the report. It was noted then the spouse had a stroke.

Event description:
The patient's healthcare provider reported that the patient's device had not been working for over a year ago. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va04v0n, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's implant hadn't worked since 2015. They met with a manufacturer representative (rep) who said that the leads had moved and came unattached from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.